Event description:
It was reported that there was a possible atrial lead fracture and high lead impedance. It was also noted that there was a slight increase in threshold. The doctor requested reprogramming and is continuing to monitor the patient for complications from the possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).